Event description:
It was reported that the right ventricular lead dislodged. During the procedure, slack was added to the right atrial lead. . The right ventricular lead was explanted and replaced, and the right atrial lead remains implanted. There were no patient consequences.